Manufacturer narrative:
Batch review performed on 13.apr.2021: lot 1901550: (B)(4) items manufactured and released on 7-jun-2019. Expiration date: 2024-05-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: bipolar head 25060.2845 bipolar head ø28x45 (k091967) lot. 2006642. Batch review performed on 13.apr.2021: lot 2006642: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot. 177463 batch review performed on 13.apr.2021: lot 177463: (B)(4) items manufactured and released on 12-feb-2018. Expiration date: 2023-002-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.